Event description:
It was later reported that patient was in pre-op for possible full revision. The reps asked surgeon for reason for revision he stated that it was due to patient experiencing buzzing sensation in chest that made patient pick at chest. At the time of buzzing sensation the output current was turned down to alleviate the buzzing until revision. During pre-op the interrogation the device was checked and everything looked fine. The magnet was swiped and the patient was asked where the buzzing sensation was felt. Patient reported that it was in the middle and right of her chest but they noted that vns is not placed in this portion of the body. The patient does have shunt placed in the area. A CT scan was also ordered and it was noted that there are no issues with vns therefore full revision was not done. Report of patient's lead out of place is found in MFR ref#1644487-2022-00598. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient has been picking at her device. The pa said that the anterior chest skin isn¿t broken but the posterior skin is broken. No other relevant information has been received to date.

Event description:
It was reported that the cause of skin damage is the patient picking at it. The patient's mother feels that the patient is picking due to the wires out of place and possibly stimulating the wrong area. Report of patient's lead out of place is found in MFR ref#1644487-2022-00598. No other relevant information has been received to date.